Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with the cocking mechanism on her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 months prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. A couple weeks after the start of the alleged issue, the patient claims she felt a symptom of extreme thirst. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due to the issue with her lancing device.

Manufacturer narrative:
(B)(4): the lancing device passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) - the statement in description should have read: "the lancing device involved with this complaint has been returned on (B)(4) 2012."

Manufacturer narrative:
The lancing device involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.